Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model and lot# of the other pipeline: model#: fa-77400-12; lot#: 9430692; dom: 04/09/2011; expiration: 05/01/2013. (B)(4).

Event description:
Treatment of an aneurysm. It was reported two pipelines were deployed successfully. Two hours post procedure, the patient experienced ischemic event.